Manufacturer narrative:
During the installing an instrument, the field service engineer (fse) discovered that the found evidence of burn of the circuit board, temp-optics controller (ln a-90001090-01. The circuit board, temp-optics controller (ln a-90001090-01 was replaced and determined the likely cause for issue. There was no fire or smoke was seen nor any damage to the instrument. There was no injury to personnel reported. A review of the service history for the alinity I processing module, serial number (B)(6) no contributing factor on or around the date of the event. A review of tracking and trending did not identify any trends for the alinity I processing module or the circuit board, temp-optics controller. The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The alinity I system operations manual provides information regarding electrical hazards, and electrical safety for the alinity I systems. The I system service and support manual provides instructions for the circuit board, temp-optics controller. Based on the available information, no systemic issue or deficiency of the circuit board, temp-optics controller (ln a-90001090-01 or the alinity I processing module, serial number (B)(6) was identified.

Manufacturer narrative:
There was no patient involvement. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service representative (fsr) noticed evidence of fire/burn temp/optics board on alinity I processing module. The fsr was onsite for a3600 installation and noticed alinity I processing module was off-line due to error message 5230 board failed during post. During further investigation fsr determined burn parts of temp/optics board on alinity I processing module. There was no visible smoke or spark detected. No injury to user was reported.